Event description:
It was reported to philips that the allura device would not boot up correctly. The device was inside clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation into this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that system was not booting fully. A review of the system log file showed that "frontal ip-pc" was not done. Fse replaced the ippc, but the pc was defective. Again, fse ordered a new one, and fse replaced the cmos battery of the host and ippc. After the replacement of the cmos battery of the host and ippc, the system was returned to good working order. These codes were updated based on investigation outcome. The evaluation method code grid was corrected.